Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot/serial #: unknown ; product ID: 9735787, lot/serial #: unknown h3) the manufacturer representative went to the site to test the navigation system. After replacing the computer, the blue button blinked when pressed and then shuts off. All lights look good on the uninterruptible power supply (ups), no err light was seen. They u unplugged the system and discharged the ups, after discharging it sometimes will illuminate blue button for longer and allow boot of system. Suspected faulty ups. The ups, battery and computer were replaced. Codes: b01, c02, d02 are applicable for the system checkout the uninterruptible power supply (ups) was returned for analysis and is currently being tested. Codes: b21, c21, d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's main monitor spontaneously turned black, and the camera cart displayed a "no signal" error message. Issue resolved after a reboot, the issue happened again the next day. While troubleshooting the back panel of the main cart was removed. It was confirmed the computer was a legacy model. The input/output (io) panel was a newer model. The probable cause was believed to be a malfunctioning computer. There was no patient involvement.

Manufacturer narrative:
H3, h6: the battery, lot number: 1924, was returned to the manufacturer for analysis. The battery was tested (52.49 v) with a known good uninterruptible power supply (ups) for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Already reported codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735764, lot number: 1908c01241. It was reported that 2 usb failed to pass burn in test after several tries. Codes b01, c07 and d02 are applicable to this analysis. H3: analysis was performed for product: 9735787, lot number: 19230164. It was reported that the uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.